Event description:
Procedure: nissen. According to the reporter, needles kept dropping out endo stitch instrument while being applied to the tissue. No needles were lost. Opened additional reloads to complete the case.

Manufacturer narrative:
Initial report sent to FDA on 9/7/2007.